Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated. The ventricular assist device (vad) is not in scope of CAPA (B)(4). CAPA (B)(4) was initiated to investigate pump failures to restart outside the subpopulation of CAPA (B)(4). Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the controller was returned for evaluation. The driveline cover was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. Visual inspection of the controller did not reveal any signs of contamination within the driveline connector. Supplemental testing revealed that the driveline connector port functioned as intended with no anomalies observed. Log file analysis revealed three electrical fault alarms, two vad disconnect alarms, and one vad stopped alarm logged on (B)(6) 2020. Two electrical fault alarms were logged at 18:08:00 and 18:08:48, each indicating an open phase on the rear stator, resulting in the pump running on a single stator (front-stator only). The first vad disconnect alarm was logged at 18:12:02 due to open phases on both stators. Another electrical fault alarm was then logged at 18:12:07, indicating that the rear stator was not connected. A vad stopped alarm was logged at 18:12:37, indicating that the pump failed to restart after several attempts. This was followed by an additional vad disconnect alarm at 18:13:09, likely due to troubleshooting during the reported controller exchange. Additionally, visual evidence provided by the site revealed that the driveline cover was placed backwards over the driveline connector. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported electrical fault alarms and the first vad disconnect alarm can be attributed to a marg inal disconnection between the driveline and controller as a result of the incorrect placement of the driveline cover. CAPA pr00405633 is investigating incorrect placements of the driveline cover. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ driveline cover, model #: 1175 / catalog #: 1175 / UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the lot number of the driveline cover, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited electrical fault alarms followed by a ventricular assist device (vad) stop. It was suspected that the driveline wasn't engaged due to the white driveline cover being put on the wrong way. The controller was been exchanged and the driveline cover was put on correctly and remains in use. No patient complications have been reported as a result of this event.